Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported via a phone call to the sales representative (sr) by the ICU (intensive care unit) director that while in the ICU the intra-aortic balloon (iab) was inserted. During counterpulsation blood backed up into the helium tubing; it appeared the balloon ruptured. The ICU director was gathering more information as there was also mention of blood back in the sheath introducer sidearm. The sr will clarify if the staff is confusing the helium line with the sidearm of the sheath.

Manufacturer narrative:
(B)(4). Device evaluation: no product was returned for evaluation. The specific serial number / lot number was not reported, but a device history record review was conducted for all the lot numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported via a phone call to the sales representative (sr) by the ICU (intensive care unit) director that while in the ICU the intra-aortic balloon (iab) was inserted. During counterpulsation blood backed up into the helium tubing; it appeared the balloon ruptured. The ICU director was gathering more information as there was also mention of blood back in the sheath introducer sidearm. The sr will clarify if the staff is confusing the helium line with the sidearm of the sheath.